Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads of the toothbrush keep coming off [device breakage]; no adverse event [no adverse event]. Case description: a male consumer reported that the brush heads of the oral-b brushheads, version unknown kept coming off while used with an oral-b rechargeable toothbrush, version unknown. He stated that this had happened 4 times or so now. No symptoms developed.